Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
It was reported by a customer that patient was transfered from a tripple wheelchair to a wheelchair in the living room. The caregiver used the button on the handset to move patient high. The client came loose from the wheelchair and then the lift moved high more fast then normal. The device made noise.a fter 30cm the lift stopped moving high. While the button was stilled pushed. Once the button was loose the lift move low very fast. The client was back in the tipple wheelchair.

Manufacturer narrative:
Collecting of the information is ongoing. The investigation conclusion will be provided with final report.

Manufacturer narrative:
Arjo was notified about an event involving arjo maxi move passive floor lift. It was reported that a resident was transferred from a triple wheelchair to a wheelchair in the living room. On the initial phase of transfer when a caregiver was using the device handset to raise the patient, the device started to move high with fast speed (about 30cm ). Then the lift made noise and stopped. When the caregiver released the handset button, the lift moved down unintentionally with fast speed. The resident lowered back to the triple wheelchair. The customer stated that the lift unintended movement was stopped by the emergency stop function and battery replacement. No injury was reported. After the event, the device was inspected by the arjo technician. The uncommented movement reported by the customer could not be recreated by arjo technician. The functional test showed that one of the batteries was faulty and was replaced. Also the handset was replaced preventively. Based on the available information and test performed by technician the faulty battery and handset replacement is not related to the alleged device unintended movement. The root cause of the problem was impossible to define. To sum up, there was no technical deficiency found during device examination, but the unintended movement was reported by the customer and from that perspective, the device did not perform as intended. The maxi move floor lift was being used with a patient at the time of the event and played a role in the reported event. The complaint was decided to be reportable to the competent authorities due to the allegation that the device sudden and uncontrolled downward movement occurred during transfer.